Event description:
A user facility reported an intraocular lens (iol) was exchanged due to the patient having visual disturbance following iol implant surgery. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis; the reported complaint could not be verified. The product was returned and damaged was observed. Blood and solution was dried on the lens. Product history records were reviewed and all documents indicate the product met release criteria. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of blood and surgical solution, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Additional information was requested 09/07/2011, 09/08/2011 and 09/12/2011 by fax, phone, and mail. A completed questionnaire has not been received. (B)(4).